Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to sharp instrument damage, consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to the misaligned spring. Reservoir was not returned as it remains implanted. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced cylinder aneurysm with their inflatable penile prosthesis. The device was replaced with a 100ml conceal reservoir, 15cmx12mm lgx cylinders, and a ms pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that patient experienced cylinder aneurysm with their inflatable penile prosthesis. The device was replaced with a 100ml conceal reservoir, 15cmx12mm lgx cylinders, and a ms pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that patient experienced cylinder aneurysm with their inflatable penile prosthesis. The device was replaced with a 100ml conceal reservoir, 15cmx12mm lgx cylinders, and a ms pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.